Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side rupture. Healthcare professional additionally reported change in the shape of the breast, a change in density, hardening of the breast, and glands with formation of seroma. The device has been explanted.

Event description:
Patient reported, rupture. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported ¿rupture¿, ¿change in the shape of the breast and a change in density as well as hardening of the breast. Glands with formation of seroma was diagnosed by MRI."